Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-013015. It was reported surgical intervention was undertaken on (B)(6) 2011. The original ipg was explanted and replaced for unk reasons. The pt stated he experienced pocket heating symptoms. It's unk if the issue occurred while recharging. No further information has been made available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.